Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/19/2021 section h3: device returned to manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. Email address: unknown/not provided. Phone number: (B)(6). All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported that a zxt150 model intraocular lens(iol) was explanted from patient's left eye due to dysphotopsia. The lens was cut in half and the incision was widened. There was no sutures. No further information available.